Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The returned sample was visually inspected with no issues detected. Functional testing (device to device interaction testing, simulated use testing) was performed with no issues (coring) detected. The reported problem was not confirmed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a vial-mate reconstitution device cored a piece from the top of the vial and that the piece of the vial that was cored fell into the vial. This occurred during reconstitution, at the time of connecting the device to a vial of a non-baxter drug. There was no patient involvement. No additional information is available.